Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken cable. A device history record (DHR) review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Functionality inspection of ancillary equipment connected to the camera head inspection of the focus and zoom control inspect all focus control switches and zoom control switches and confirm that they work properly even if they are not expected to be used. The endoscopic image may freeze, or other irregularities may occur during examination and may cause patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image. The issue occurred during a therapeutic laparoscopy procedure and was cancelled. There were no reports of patient harm.